Manufacturer narrative:
A batch history analysis was performed, quality notifications were checked, maintenance records for the batch in question and the customer was asked for mixed batch numbers. No records were found that were potentially related to the reported failure. In the assessment of the photo provided by the client it was possible to observe mixed material but due to the current controls to detect the incident that are performed through inspection and line cleaning at the end of each batch it was not possible to determine the root cause of the incident. The respective lots were produced in different months according to the movements they left the factory premises on different dates as well. Production processes are validated against the defined acceptance criteria. This way it is not possible to confirm that the defect would be related to the bd process.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: the box of needles came changed, because in the description informed needles of 13 x 3 and came mostly 25 x 7.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: the box of needles came changed, because in the description informed needles of 13 x 3 and came mostly 25 x 7.